Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise and high capture threshold. Noise was not reproducible via isometrics. No intervention was performed. Patient will continue to be monitored.

Manufacturer narrative:
The reported event was confirmed. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at (B)(4) cm from the connector pin consistent with friction to the device can. The reported event was isolated to the abrasion found. Electrical testing did not find any indication of conductor or shorts. All other damages found are consistent with procedural damage.

Event description:
New information received stated that the atrial lead was extracted and replaced on (B)(4), 2018 due to noise oversensing. The patient was doing fine.